Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the green bar was visible in the indicator window and the safety feature was not engaged. The staple guide was attached to the instrument with no damage around the internal diameter and there was presence of a full complement of staples, some of them advanced as an indication of handling for firing. The anvil of the instrument was tilted and attached to the instrument. Anvil cutting ring showed no traces of knife impression and the ring was received intact. A mark was observed at an edge of the cut ring. There were no external abnormalities were identified in terms of assembly. The anvil was opened and all components were found present and correctly assembled; cut ring, frangible ring, anvil and center rod including plunger, spring, latch and pin. Frangile ring component (from anvil) was also observed since this is the one that crushes to allow the tilt mechanism. The component was not broken or fully crushed, but when compared to a new ring, the crush or compression of the component due to tilt is noted. This is an indication that mechanism was able to actuate as expected. Functionally, the wing nut and safety functioned properly upon rotating the twist knob. The instrument was applied to the appropriate test media (2 pads/4 layers) producing acceptable results for staples deployed and staple formation. Pusher-fingers and knife advance when the handle was squeezed, and the knife cut the media cleanly and completely. The device also produced all audible, tactile and visual indicators. It was reported that the anvil tilted prior to firing, there was difficulty removing the device from the patient, and the device did not fire. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colon surgery, the device stuck in the patient and was unable to fire/staple tissue. The anvil was tilted. Another device was used to complete the case. There was no patient injury.